Event description:
The scs (spinal cord stimulator) from abbott was replaced (B)(6) 2024, it wasn't working. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).